Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent was unable to cross the target lesion and stent da aged occurred. In 2005 the calcified mid right coronary artery was predilated with an unknown size maverick balloon. After attempting to cross the lesion twice, the tasus express2 3.0 x 20 mm drug eluting stent was withdrawn from the pt. It was then noted that the struts were damaged. The procedure was not completed that day due to another reason. There were no reported pt complications.